Event description:
On (B)(6) 2011, pt reported having problems with the up arrow button on the infusion device not responding intermittently. Pt stated, he has to press extremely hard in order for the button to function. Pt reported, he has been experiencing this issue for a few months. Pt stated, the button does not remain flat when pressed. During troubleshooting, the infusion device down button did not respond. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested return of the alleged product for eval.